Event description:
A complaint was reported by an international distributor in france regarding a customer's pump that was not charging. There was no adverse impact to the customer's blood glucose level. As a corrective measure, the device is being returned, and a replacement pump with serial number (B)(6) has been arranged.